Manufacturer narrative:
Device failure suspected but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the physician's (B)(4) handheld computer had a loose cable connection that occasionally caused communication difficulties. This was clarified that the cable sometimes had to be held a certain way for communication to be successful. The site has been sent a new serial cable. Attempts for the return of the faulty cable have been unsuccessful to date. No adverse events have been reported as a result of the communication difficulties.

Event description:
Analysis of the serial adapter cable has been completed. The adapter performed to functional specifications and no anomalies were found. Follow-up with the site by a manufacturer representative found that the issue has not recurred with the new serial adapter cable.

Event description:
The faulty serial adapter cable was received on (B)(6) 2012 and is currently undergoing analysis.